Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery longevity had decreased to four years in a span of two years from implant. There was no known intervention as of this time. The device remains in service. No adverse patient effects were reported.